Event description:
It was reported the pt experienced an overstimulation sensation. The stimulation was in the wrong location. The pt not only felt stimulation down the pt's leg and back, but also in the stomach. The stomach actually twitched when the stimulation was on. The lead had moved. X-rays were taken but the physician had not yet read the x-rays on the date of this report. The pt was in fair condition. The pt was redirected to contact the health care professional. Additional info has been requested from the hcp, but was not available as of the date of this report.